Event description:
It was reported that the user experienced low blood glucose with subsequent device alarms and sought to silence the alarms after treating the low with oral glucose; blood glucose was later 150 mg/dl and the user stated alarms were cleared and would recur only if a new issue arises. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after oral glucose. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an alarm condition associated with hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.